Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -9.50/1.0/109 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2024 the lens was unfolded halfway and then flipped upside down. The lens was implanted and removed intra-operatively on (B)(6) 2024. On the same day different surgery a replacement lens of the same model and size was implanted and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. Claim#: (B)(4).